Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/17/2016. Retain product was tested and functioning according to specification. Return product is not available. Investigation: forty retained cartridges from chem8+ lot h15285 were tested using whole blood and I-stat level 1 control. The customer complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. I-stat: na 109, k 3.5, hct 7.1, hgb 21. Lab: na 131, k 4.1, hct 10.6, hgb 32.3 . At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).